Manufacturer narrative:
Unit passed self test. However, unit alarmed drive count/time values or changes incorrect for moving or coasting. Too slow or too fast during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to motor anomaly. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring insulin flow blocked alarms. Customer did not wish to performed troubleshooting for insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.